Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia on the first day of ilet use while attempting to insert a 23-inch teflon infusion set and was unable to remove the existing set or prepare a new set, after which the user was advised to discontinue ilet and use backup therapy with manual injections pending retraining. Symptoms included elevated blood glucose above 400 mg/dl for approximately three hours without reported ketones, medical intervention, or acute complications. Outcomes included temporary interruption of ilet therapy and referral for additional training, with blood glucose reportedly returned to target range on backup therapy. Investigation included customer support troubleshooting and coordination for retraining with a trainer. Investigation of this case revealed an inability to perform the infusion set change and complete device setup that affected insulin delivery, with no device alerts or alarms reported and no device component malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.